Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this right ventricular (rv) lead displayed terminal pin separation during the device changeout procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, during device change out due to normal battery depletion, it was observed there was insulation damage near the terminal end of this right ventricular (rv) lead. Measurements were taken with the pacing system analyzer (psa), and the rv lead measurements were normal. The rv lead was then connected to the new competitor device, and the device was placed in the pocket. Interrogation was performed, and when the electrogram was checked, rv pacing markers were found, but there was intermittent loss of capture. The decision was made to surgically abandon this rv lead, and implant a new rv lead. It was discussed the insulation may have possibly been damaged when removing the lead from the device. However, it was noted the physician did not pull the lead with force, so it was possible the lead may have already been damaged prior to the device replacement procedure. No adverse patient effects related to this rv lead were reported.